Event description:
It was reported that during follow-up, post-paced t wave oversensing was observed. Programming changes were made. Patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.